Event description:
The account reported the brakes will not hold. The bed is located in the warehouse of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the brake steer pedal and brake caster are broken. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake steer pedal and brake caster to resolve the issue. Based on this information, no further action is required.